Manufacturer narrative:
Eval summary: femoral component loosening, in general, can due to many factors including, but not limited to, insufficient bone contact with the implant, micromotion, pt activity, or pt weight. Given the number of possible permutations that could lead to femoral loosening, the exact cause of failure cannot be conclusively determined at this time without additional info. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt is presenting with loosening of the femoral component.